Manufacturer narrative:
(B)(4). Lot # 62766592 or 62758983. Implant date: (B)(6) 2014. Medical product: nexgen lps-flex femoral component precoat catalog # 00596001752 lot # 62810112; nexgen stemmed tibial component precoat catalog # 00598005702 lot # 62743317; nexgen lps-flex articular surface catalog # 00596205010 lot # 62752707. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2018-00053, 0002648920-2018-00296, 0001822565-2018-02154. Remains implanted.

Event description:
It was reported that the patient underwent a right total knee arthroplasty on an unknown date. Subsequently, the patient was experiencing pain post-implantation.

Manufacturer narrative:
(B)(4). Concomitant medical products: it is unknown which patella was used for the right knee. It could be either lot# 62766592 or 62758983.. Lot# 62766592, manufacturing date: jul 21, 2014, sterile expiration date: jul 31, 2022. Lot# 62758983, manufacturing date: jul 11, 2014, sterile expiration date: jul 31, 2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the medical records by nursing staff does not indicate any complications. DHR was reviewed and no discrepancies were found. Per package insert, pain is one of the known adverse effects of the tka procedure. Without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient has been experiencing pain post-implantation for 3.5 years.